Event description:
An end user has reported that during a transfer out of his wheelchair the plastic that holds the arm in place broke off. No injury. It was reported that this product is over 5 years old.